Event description:
It was reported that during a lung resection procedure, after fired the device, the surgeon found the staples in the middle of the staple line were malformed. Hand sewing was used to finished the procedure. There were no patient consequence.